Manufacturer narrative:
Updated information confirmed that the approximately 1 year and 3 months post implant of a 23mm sapien 3 valve, the patient had endocarditis. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve.  The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore, the probability of endocarditis related to edwards¿ bioprostheses is remote. The source of the endocarditis was not provided. The valve was returned to edwards lifesciences and evaluated. No product non-conformance or device malfunction was identified. This MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Approximately 2 years post implant the sapien valve was explanted. The patient was ¿sick¿.